Manufacturer narrative:
See attached. This is the same event as 3010536692-2014-01556.

Event description:
Allegedly the patient was revised due to the following mom complications: pain in right hip, pain in entire body, endured numerous surgeries; blood problems (right).